Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. The device was also found making a bubbling noise. The technician traced the failure back to a defective compressor of the cooling system. In case of a breach of the evaporator, the refrigerant fluid will leak and water will enter the cooling circuit. This situation will cause a damage of the cooling compressor. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that during service a heater-cooler system 3t trip an alarm panel in theatre, showing an earth failure. Device was swapped out. Further investigations by hospital medical engineering shows hc is failing esc on insulation test. There was no patient involvement.